Event description:
The customer reported that device does not recognize the power source, says no battery when it is in / charged. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.